Event description:
Over the past 2years, a positioner error appeared on 3 separate instances, causing an interruption of patient exam. Manufacturer was contacted in each instance; they replaced circuit board and footswitch, resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted in each instance; they replaced circuit board and footswitch, resolving the problem for now.